Event description:
Subsequent to the initial MDR, additional information was provided on 5/28/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 5/1/2026 at 5:58 pm with transmitter/wearable serial number (B)(6) . The sensor session lasted < 2 days and ended due to low counts aberration failure on 5/3/2026. The alert was acknowledged the same day. There were no bg calibrations attempted during the sensor session. No attempts to pair a new sensor were made following the sensor failure on 5/3/2026. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient was hospitalized for 10 days due to her sensor not working, the patient wasn't getting any sensor reading on her sensor during this time and she started to get symptoms of hyperglycemia and no specific symptoms reported. The patient was taken to the hospital, at the hospital the patient couldn´t provide information if her bg was tested manually, all she remembered was she was provided insulin to stabilized her bg until she was discharged and he sensor was removed. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.